Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient indicated that their staph infection started in their incision, and they were in the hospital for 5 days. The patient added that they had bloodwork done on (B)(6) 2017 to check their white blood cell count. They stated they are currently on antibiotics, and they think the infection has resolved. The patient mentioned they are seeing their healthcare provider on (B)(6) 2017 to check the results. The patient indicated that they were upset that were not fully aware of the risks of the implant procedure. However, they are planning to get a replacement because the relief they got from the device outweighed the infection. No further complications were reported.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2017, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2017, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturing representative (rep) and the consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for radiculopathy and spinal pain. It was reported that on (B)(6) 2017, the patient felt something watery on their back and found it was an ¿infection¿. It was reported that drainage was present and the infection was confirmed. It was reported that it was a (B)(6) infection, but the exact strain was not yet known. It was reported that their doctor was figuring it out and was still working on antibiotics. It was asked but unknown if the symptoms were considered to be sudden or gradual, but they did confirm that it appeared to be sudden once they knew of about the infection. The rep reported that the patient had a superficial infection at the lead anchoring site. It was indicated factors that may have contributed to the issue was that the patient had bronchitis and hygiene issues according to the physician. It was reported that the patient was put on antibiotics. It was reported that intervention occurred and the patient was given oral antibiotics, they stayed overnight in the hospital and the system was explanted on sunday ((B)(6)). It was reported that the hospital discarded the system. The issue was not yet resolved at the time of the report and the healthcare provider could be contacted directly for further follow-up. No further complications were reported/anticipated.